Manufacturer narrative:
One used sample was returned for evaluation. The visual inspection of the returned device showed a split in the airway line. The inflation line damage would allow for cuff leakage. The manufacturing facility performed a device history review of the lot number reported (2894766): the review showed no deviations or abnormalities related to the reported issue. The cause of the reported issue could not be confirmed. However, the issue could not be attributed to device manufacturing. These devices are 100% leak tested prior to packaging and had this damage been present at this time, this step would have detected this damage. The physical characteristics of the returned device were possibly consistent with the device having sustained damage during use; either from contact with sharp edge during use with patient or from the device having been cleaned with sharp wire brush. The device instructions for use contain warnings in assist user in preventing this kind of damage. The warnings are listed below: 4.10 do not use a tube that is cut or damaged. Use of a damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage or wear prior to each use; 4.11 guard against product damage by avoiding contact with sharp edges. No corrective actions are planned at this time.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Following two weeks of use of the cannula, the side line was reported to be kinking and splitting; inflation line appears to be damaged. The cannula was not reprocessed within that 2 week period of use. It was inserted, used for 2 weeks and then broke. No adverse health outcome resulted from this event. Patient was not injured and product was successfully replaced with a new tracheostomy tube.